Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm condition. Technical support instructed the customer to replace her cartridge with one from a box that has not expired, explaining that expired cartridges may not vent properly, causing the alarm and stopping insulin delivery. The customer understood and planned to change the cartridge and monitor the situation, with the option to call back if the issue reoccurs.